Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the superficial femoral artery (sfa), after the first inflation at nominal, the armada 35 balloon was difficult to deflate, so the balloon was pierced and was able to slightly deflate. The access site was enlarged by cutdown to remove the device from the artery. The procedure time was extended to stop the access site bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and an attempt was made to flush the device, when a leak was detected in the balloon due to a puncture. The device was unable to be tested for deflation time. The complaint database was queried and identified no similar complaints. Abbott vascular (av) conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.